Manufacturer narrative:
The abut gold friction-fit 4. 5mm imp (hla4g) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted in the complaint. The reported product was located on unknown tooth sites, and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number: 63883370. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63883370) for similar event and 1 other complaint was identified which describes a second loosening event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (hla4g). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified. However, the probable causes may be associated to re-tightening, which is contraindicated by the product's single use designation. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k013227, k953101. Device was retightened and remain in use.

Event description:
It was reported that abutment (hla4g) loosened. Doctor retightened the abutment screw.